Event description:
It was reported that the patient with this right ventricular (rv) lead had a pocket infection. The incision was found to be full of pus. There were no additional adverse patient effects reported. The lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.